Manufacturer narrative:
H10: the device was received. Investigation is not complete. A follow up report will be submitted with relevant investigation findings. This report represents all the info known by the reporter upon query by abbott personnel.

Event description:
Reported due to potential to cause injury. In 2006, a physician attempted arteriotomy closure using a perclose proglide device. The closure was not successful, and it was reported that there was no foot on the system. It is unk when the foot broke off of the device. The location of the foot is also unk.